Manufacturer narrative:
The insulin pump was received with a button error alarm along with three buttons that intermittently respond due to corroded keypad traces. No moisture damage was found on the electronic assembly during visual inspection. The following physical damage was also noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. However, she mentioned that the button error had occurred once before; sweat had gotten into the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.